Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during a post op follow up appointment, that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited over-sensing of noise in all 3 vectors. Shock impedance is within normal range. It was noted that a device reset occurred and resulted in 14 tones emitting from device. The physician reported that the noise could be reproduced by tapping over the device. Tachy therapy was turned off. The patient was submitted to the hospital, for a suspected lose screw or connection issue. A request was made to have data from this device analyzed. Engineering reviewed device data. A technical service (ts) consultant review results, and advised intervention is suggestion. The x-ray images completed, at initial view, looks to be inserted correctly. Ts recommended intervention in the near future. At this time, this device remains implanted. No adverse patient effects were reported.

Event description:
It was reported during a post op follow up appointment, that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited over-sensing of noise in all 3 vectors. Shock impedance is within normal range. It was noted that a device reset occurred and resulted in 14 tones emitting from device. The physician reported that the noise could be reproduced by tapping over the device. Tachy therapy was turned off. The patient was submitted to the hospital, for a suspected lose screw or connection issue. A request was made to have data from this device analyzed. Engineering reviewed device data. A technical service (ts) consultant review results, and advised intervention is suggestion. The x-ray images completed, at initial view, looks to be inserted correctly. Ts recommended intervention in the near future. At this time, this device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.